Manufacturer narrative:
Additional information: section h imdrf annex codes.

Event description:
It was reported that when using the bd pyxis¿ es server, all station was on critical override and have to add manually. This issue occurred only in gi area. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that all stations were on critical override. A technical support specialist (tss) reviewed incoming message activity, confirming that admit discharge transfer (adt) and pharmacy information system (pis) messages were being received across facilities, indicating the issue was limited to specific patients/units. During the bridge call, tss analysed two patient cases and found missing care fusion coordination engine (cce) messages for one patient and incomplete adt (a04) admission messaging for the other. Coordination with user confirmed the issue was related to an internal workflow/admission system problem preventing a04 messages from reaching the es system. No corrective action was required on the becton dickinson (bd) side. The system functioned as intended after technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all station was on critical override and have to add manually. This issue occurred only in gi area. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, all station was on critical override and have to add manually. This issue occurred only in gi area. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.